Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2012-06778. The patient has two leads (from different lots) for off-label use. It was reported the patient experiences headaches whether stimulation is on or off. It was also reported the patient experienced memory loss and disorganized thoughts. The patient is scheduled to meet with his primary care physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.